Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when a pt disconnected an arterial pressure line, the device did not alarm. No pt harm was reported.